Event description:
A medtronic rep reported had an inaccuracy was noticed after the si cage was placed in the pt (one side looked accurate on the scan and the other side appeared inaccurate). The cage was removed from the pt and the spine procedure was continued without navigation. There was no impact on pt outcome. The medtronic rep confirmed the site believed the cause of the inaccuracy to be frame movement.

Manufacturer narrative:
Software investigation finds the alleged inaccuracy not to be a software issue. Software functioning as designed. Inaccuracy due to frame movement, as confirmed by the site.